Event description:
It was reported that the device pads were leaking. The pt had many co morbidities leading to his death. The device was used as another method in an attempt to save the pt's life. The leaking pads were replaced and the device cooled properly and the hypothermia protocol was completed. The pt expired while the device was in use.

Manufacturer narrative:
The sample was returned. The lot number is unk; therefore, the device history record could not be reviewed. The reported event is confirmed as user related. Initial visual inspection reveled some damage to the pad connections. Further investigation revealed that the pad connector insertion points were deformed as well as the tab connections being spread further open causing them not to lock appropriately. This type of damage is indicative of an incorrect insertion of the pad by the user installing the connection 180 degrees from the correct position (inserting the blue side to the white side and white side to the blue side). This damage prevented the pad connector from properly seating and with movement resulted in the observed symptom of a leak. (B)(4).